Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an unknown access set easily broke at its connection with an unspecified component. The reporter indicated that the issue was not a separation of the tubing. There was no patient involvement as this occurred during setup. No additional information is available.